Event description:
It was reported that during an implant procedure, the helix of the atrial lead had failed to retract at multiple locations in the heart. Subsequently, the atrial lead was tested outside the patient¿s heart, and it was identified that the helix of the atrial lead had failed to retract with notable torque built up in the lead insulation. The physician elected to not used the atrial lead and a new lead was implanted. The patient was stable throughout.

Manufacturer narrative:
The reported events were a helix mechanism issue and material twisted. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix extended bent and damaged. X-ray examination confirmed the helix was bent / damaged and the inner coil at the connector region was over torqued. The cause of the reported event was isolated to the helix bent / damaged and the inner coil over torqued at the connector region consistent with procedural damage. The reported event of material twisted was not confirmed. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.